Event description:
"Plaintiff was implanted with an ams infast ultra transvaginal sling during surgery to treat her pelvic organ prolapse and/or stress urinary incontinence. It was alleged by the attorney for the plaintiff that, as a result of having the product implanted in her, plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury, and permanent and substantial physical deformity." It was also alleged that plaintiff has undergone and will undergo corrective surgery or surgeries, and medical services, and that the pelvic mesh products have caused plaintiff disability, impairment, loss of enjoyment of life and other damages.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.